Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected, and it was observed that there was a liquid present on the outside of the transfer set suggesting a leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the twist clamp (a drop of fluid was identified at female connector to main body junction) of a minicap transfer set. This was noticed at the start of using the device. There was no patient injury, or medical intervention associated with this event. No additional information is available.